Event description:
Change from the reaction occurred "after 240ml of blood was transfused "to immediately after the onset of the transfusion, resolved when the transfusion was stopped and when the transfusion was resumed recurred. The pt's blood pressure decreased from 191/100 to 109/41.

Manufacturer narrative:
Symptom of hypotension during red cell transfusion using device appears limited to small cohort of conditions, all of which cause vascualr instability in pt prior to being transfused. Such conditions, known to give reise to vascular instability, may be any one or several of the following circumstances: hemodialysis, cariac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were:ace inhibitors, hemodialysis, and rapid transfusion rates. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that soem variable in blood component transfused, as well as unidentified idiopathic factor in pt, must also be present. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays a contributing role in reaction observed. Overall device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), wihtout incidence of hypotension reactions. At this health care facility, transfusions for outpatient hiv pts were administered through this model device with no hypotensive episodes reported. There has ben no correlation between mfg lots and these reactions. Lot number was not identified by user, nor was device retained. Accordingly, evaluation of mfg and field histories could not be achieved. This category of reactions appears limited to small number of health care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such modifier was confirmed in this instance. Specific cause of this low frequency hypotensive reaction remains unidentified.